Event description:
Philips received a complaint by the customer on the v60 indicating while setting up the device, it is getting proximal pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during setup the unit alarms proximal pressure sensor autozero failed alarm on screen, error is duplicated in biomed after 20-30 min run-in, customer has already replaced sol 3 and 4 plus gaskets and the data acquisition (da) printed circuit board assembly (pcba) and rechecked the alignment pins, da pcba and da-mc cable is seated properly, exhalation port and tubing are clear with no obstruction, requests further troubleshooting. The rse advised customer on replacing the da-motor controller (mc) cable and the motor controller printed circuit board assembly (pcba) to correct the issue, provided parts ID for the pcba, motor contr, 3rd gen, v60 and cable, da to mc pcba,2nd gen, v60. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about the final replacement of the gds assembly of what had been ordered, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.